Manufacturer narrative:
As no sample was returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint of a broken fiber is unable to be confirmed. Without receiving product to evaluate, we are unable to definitively determine root cause for this event. Angiodynamics' supplier of the device was notified of the event. At the vendor facility, during the manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging shipment. The exact root cause of the event cannot be determined at this time, although it is unlikely that the kit was packaged with the broken component. A review of the device history records was performed for the reported manufacturing lot for for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4). The follow up MDR for this complaint record was originally submitted on 03/09/2016 via (B)(6). Due to e-submitting requirements, it was returned for resubmitting.

Manufacturer narrative:
The reported defective device is not available for return to the manufacturer for a device evaluation as it was disposed of by the user. An investigation into the root cause for product problem is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications complaint #(B)(4).

Event description:
As reported, on (B)(6) 2016, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation of an evlt/pvak procedure, when removing the laser fiber from the sterile packaging it was noted the fiber had fractured inside of the packaging. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event as the device did not come into contact with the patient. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.